Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when a tiger tail ureteral catheter was inserted into a patient using a guidewire, the user felt something strange, so they pulled it out and the tip of the catheter ruptured with just a light touch of finger. Per follow-up information received via ibc on 17jun2021, stated that there was no missing piece in the patient's body.

Manufacturer narrative:
The reported event was confirmed ¿ unknown cause. The reported failure was able to be reproduced. Potential root cause for this failure could be due to defective part from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ''bard® tigertail® flexible tip ureteral catheter do not reuse [contraindications] - method for use 1. Do not reuse. 2. Do not resterilize. [Shape, configuration and principles] the bard® tigertail® flexible tip ureteral catheter consists of the following items. Ureteral catheter: opened tip type, 1 tip eye material: polyurethane ¿adapter note: the back-end of these catheters is classified as for the right side (red marking) and for the left side (blue marking). [Purpose and effects] these ureteral catheters of radiopaque are intended for use in urine drainage, collection of urine samples and pyelography with insert through the urethra into the ureter or renal pelvis. [Direction for use] 1. Method of use dispense after single use and do not reuse since the device is a disposable product intended only for single use. (1) placement without a guidewire 1) the ureteral catheter is inserted into the ureter under endoscopy. 2) the catheter adapter is secured to the terminal end of the ureteral catheter, and the urine drainage or retrograde pyelography is performed. 3) withdraw the ureteral catheter from the endoscope and the procedures are completed. (2) placement with a guidewire 1) the guidewire is inserted into the ureter under endoscopy. 2) the ureteral catheter is inserted over the guidewire and advanced into the ureter. 3) after withdrawing the guidewire, the catheter adapter is secured to the terminal end of the ureteral catheter, and the urine drainage or retrograde pyelography is performed. 4) withdraw the ureteral catheter from the endoscope and the procedures are completed. 2. Precaution for use (1) inserting the ureteral catheter, especially without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible tip portion of the catheter become detached, consider retrieval with an endourology grasping device (2) do not withdraw ureteral catheter while it is deflected in endoscopy. It is possible that the catheter may dissect or fracture. (3) avoid sharp bending. (4) do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter. [Precautions] 1. Malfunction and adverse events (1) malfunction - kink, damage or breakage - occlusion of inner lumen - insertion difficulty - removal difficulty (2) adverse events - urinary tract infarction - bleeding, hematuria - allergic reactions to the device - hypotension/hypertension - pain - ureteral injury, renal pelvic injury - remaining of breakage piece [storage method and expiration date ] 1. Storage store in a dry, cool place, keeping away from heat, moisture and direct sunshine. 2. Expiration date indicated on the direct package and outer carton.'' Correction: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when a tiger tail ureteral catheter was inserted into a patient using a guidewire, the user felt something strange, so they pulled it out and the tip of the catheter ruptured with just a light touch of finger. Per follow-up information received via ibc on (B)(6) 2021, stated that there is no missing piece in the patient's body. The reason is that the user noticed it before inserting the catheter into the body.